Event description:
It was reported that the patient developed pocket by and redness with fever and positive blood cultures. It was further reported that the patient had bacteremia and sepsis. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.